Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis.this report is filed november 29, 2013.

Event description:
Per the clinic, the patient developed a skin flap infection, resulting in a revision surgery on (B)(6), 2010. The patient was hospitalized on (B)(6), 2010 due to edema at the wound site as well as a recurrence of the infection. The patient was treated with medications (type not reported). The patient was hospitalized due to extrusion of the internal device on (B)(6), 2010 and the device was explanted on (B)(6), 2010. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2011.